Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an implant, the device was interrogated and low battery capacity was observed. Therefore the device was not used.

Manufacturer narrative:
The device was within the recommended longevity limit and considered normal.